Event description:
It was reported that a polarsheath was "leaky". The sheath was exchanged with another polarsheath. No additional information was reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
With all the available information, boston scientific concludes the reported observation(s) of sheath leak was not confirmed through investigational analysis. The polarsheath was returned to boston scientific for analysis. Visual inspection noted that the sheath was received with the dilator inserted. No visual anomalies were observed. Aspiration test was performed and no air was visible in the flushing line during test and syring vacuum. Hemostasis valuve test was performed without a dilator inserted during the test. The sheath was able to maintain a minimum pressure of 5.5 psi and no leaks were observed. The polarsheath was gently pressurized with 6 psi at the flushing line lure fitting while plugging the distal tip of the sheath, using an isaac tester. The pressure decay value passed.

Event description:
It was reported that a polarsheath was "leaky". The sheath was exchanged with another polarsheath. Additional information received indicated that the dilator was wiped with saline prior to introduction into the valve. Air was observed after removing dilator and during aspiration. No air was seen inside the patient and no patient complications were reported. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath.

Event description:
It was reported that a polarsheath was "leaky". The sheath was exchanged with another polarsheath. Additional information received indicated that the dilator was wiped with saline prior to introduction into the valve. Air was observed after removing dilator and during aspiration. No air was seen inside the patient and no patient complications were reported.

Manufacturer narrative:
Additional information was added to b5.